Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.